Event description:
It was reported that the intravascular shunt "the lump of the adhesive on the shaft where the tether was attached was too large that it was very difficult to perform an anastomosis."

Manufacturer narrative:
The event is currently under evaluation into root cause.

Manufacturer narrative:
Evaluation: the device was not returned for evaluation, but edwards has seen an increase in reported complaints for this defect. The root cause is that excess adhesive was added to the shunt during the manufacturing of the device. This is due to the facts that the supplier did not have proper process controls in place, and that edwards did not have the amount of adhesive around the middle of the shaft listed as a critical dimension on the drawing. Edwards is currently in the process of updating the drawing to include specifications around the amount of adhesive that can be used. Additionally the fmea will be updated in order to reflect this new failure mode. A CAPA decision will be made from the outcome of (B)(4). Per CAPA decision tree a CAPA is required. The supplier of the part has been issues a supplier corrective action, scar000250. Additionally field corrective action fca-32 was issued to recall all affected product from the field. The device use aligned with the intended use of the design, the labeling and IFU contain adequate warnings. The lot history was reviewed, and there were no related ncrs. From july 01, 2011 to july 29, 2013 there have been (B)(4) total complaints against anastaflo devices for excessive adhesive in the middle of the shunt. The first one of these complaints occurred in march of 2013. This represents a complaint trend that is out of control. (B)(4) was opened for this complaint trend. Complaints will continue to be monitored through edwards¿s quality systems.